Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that he applied rotation while the tip of the guidewire was trapped by the lesion, and that rotation contributed to breakage of the coil wire. The patient was discharged without any issues. In the investigation of the returned guidewire, it was found that the coil wire distal to the middle solder (15mm proximal to the tip) was unraveled and fractured. The coil wire near the tip was also found loosened. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that the rotational force that exceeded the product's design limit was continuously applied to the guidewire while the tip of the guidewire was trapped by the heavily calcified cto lesion. The rotational force led the coil wire to get unraveled and eventually to get fractured. There was no indication of product deficiency. The warnings section of the IFU states: - never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
During ppi for treating a heavily calcified cto lesion in the sfa, several guidewires were used but all failed to cross the lesion. An asahi guidewire was used in attempts to cross the lesion. Because the tip of the guidewire was trapped by the lesion, it was removed from the vessel. It was noted that the coil wire of the guidewire was fractured. Another guidewire was used instead; however, it failed to cross the lesion so that the procedure was discontinued without reestablishing the blood flow.